Manufacturer narrative:
The user facility replaced the liquid crystal display (lcd); however, the issue was not resolved. The covidien technical support engineer (tse) then troubleshot the issue with the user facility over the phone. Tse recommended replacing the cables, backlight inverter and the graphic user interface (gui). Covidien was not authorized to evaluate the device. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA with info stating that the 840 ventilator screen was observed to have lines on the display. Multiple attempts were made to obtain add'l info regarding patient outcome. The date of the event was not reported.